Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 44.4cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the damage and reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-aug-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. After a stent was deployed, a 3.00mm x 15mm nc emerge® balloon catheter was advanced for post-dilatation. However, the device failed to cross inside the stent. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported. However, returned device analysis revealed hypotube break.